Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from hospital mutua (B)(6). The title of this report is ¿early experience with (dry) arthroscopic 4-corner arthrodesis: from a 4-hour operation to a tourniquet time¿ which was published in november 2012 and is associated with the stryker autofix system. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device catalog or patient details from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for adverse event mentioned in the report. This product inquiry addresses doubtful union. The study states, ¿no complications occurred, and all patients healed uneventfully, except for a doubtful union on a lunotriquetral joint in 1 case.¿